Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-sep-2018 with the following findings: during investigation, the pump was powered on and the display was found to be blank with normal audible tone and vibration. The original complaint of a blank display issue was able to be duplicated. Further investigation found a slave processor corruption/failure. The pump was opened with no evidence of corrosion or damage on the mechanical assembly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.